Event description:
It was reported that a ventilator had an erratic display. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the liquid crystal display (lcd) panel assembly, which resolved the issue. The unit passed all tests, calibrations, and it was operating within the manufacturing specifications.